Event description:
It was reported the patient had a shocking or jolting sensation. With the hc programming group, the patient felt a jolting sensation and needed to turn stimulation down about 3-4 minutes after increasing the voltage. The patient felt a delay of around five minutes before what they perceived as a ¿ramping up.¿ the patient did not have an absolute positional component to the issue and that stimulation ramped up and stayed ramped up. The manufacturing representative said the patient stated it was ¿acting crazy and had a mind of its own.¿ when the manufacturing representative met with the patient and made adjustments to their programming, everything seemed fine in the office. Impedances were measured to be in range with values between 1000-2000 ohms. On the day of this report, the manufacturing representative was contacted by the patient and the issue was still occurring. The ins was on and the patient got a ¿big jolt¿ on hd programming. Stimulation was turned down from 7v to 6v, but 10 minutes later the patient felt it jolt again. Stimulation was turned down to 5v, 4v and then 3v, but it was still happening. The patient changed to conventional stimulation starting at around 4v and that ¿sent them through roof.¿ stimulation was then set to 2v, but it continued to jolt as if it were at 7.5v. The patient was going to try a different programmer after keeping the ins off for a couple of hours. The jolting was not intermittent and it came on and remained on until the patient turned the ins down. The patient¿s threshold initially for hd programming was 5v at 1,000 hz and 90 us. The manufacturing representative later reported the problem of stimulation ramping up was not occurring when the patient use a new patient programmer. The patient also had trouble starting their care when the programmer was near the car. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97740, serial # unknown, product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).